Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that there were segments missing in the result field of the display of coaguchek xs meter serial number (B)(4). No segments could be seen in the middle and right digits. According to the customer, the patient did not mis-interpret any values. No adverse events were alleged to have occurred. The meter was requested for investigation and it was returned. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.